Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "flat."

Event description:
Healthcare professional reported left side "flat". The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: openings, crease fold, wear abrasion. Leak test was performed and found openings on anterior and posterior. A microscopic analysis was performed which identify crease sharp opening on radius and openings striated in posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. Various striated edge openings on posterior side assessed as surgical damage.